Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm and power loss. The customer stated not received a low battery alert prior to replace battery alert and replace battery now alarm. Customer stated insulin delivery was stopped due to low power. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. The customer retuned the insulin pump for alleged short battery life, charge/battery anomaly, and unexpected battery power loss anomaly on jun 04, 2022. The insulin pump passed the displacement test, active current measurement, and self test. The insulin pump had high sleep current measurement. No alarms or alerts noted during the testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted in the insulin pump trace download on the event date. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. Per r&d ee team observation below: the following were noted during visual inspection: cracked case at the battery tube area, cracked battery tube threads, stained serial number label, and scratched case. Device received with blank display. Device did not power up with new aa battery or with 1.5 volts from battery simulator. It was noted that the battery tube assembly it¿s push in 4.43mm more than the normal battery tube. This causes the battery cap contacts or battery emulator not to contact battery tube positive side. Causing the blank display. Battery rattles when shaken too due to sunken battery tube. The case connected to stb5, insulin pump had high sleep current. High sleep current due to faulty c30 at electrical board 2. Per visual inspection, the piezo was found with traces of moisture. Inside case at the battery tube area is cracked and unexpected separation of the battery tube. Charge/battery anomaly confirmed. Unexpected battery power loss confirmed. Low battery alert confirmed. Replace battery alert confirmed. Replace battery now alarm confirmed. Blank display confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.